Event description:
A (B)(4) distributor contacted zoll customer support to report that an unknown patient's monitor was alarming continuously. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (continuous alarming) has been confirmed. Upon evaluation, the monitor would not power on. The cause of the inability to power on is corrupted files on the sd card. The root cause of the defective sd card cannot be positively identified. No adverse event resulted from the monitor. The patient received a replacement monitor.